Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Examination of the ventilator determined that the leakage was due to the nozzle unit of the o2 gas module. The nozzle unit was replaced . The ventilator passed the pre-use checks and it was put back in service. The logs from the ventilator were not down loaded and the nozzle unit was discarded. The investigation of the removed nozzle unit has therefore not been performed and the logs were not availed and therefore not evaluated. The root cause of the reported leakage due to a nozzle unit has not been confirmed or determined. The nozzle unit is an outlet from a gas module and it contains a feather spring and a valve diaphragm for gas regulation and a sealing o-ring. There are 2 gas modules in each ventilator, one for air gas and the other for oxygen gas. Each gas module contains one nozzle unit. Nozzle units are replaced during 5000 hour preventive maintenance.

Event description:
Manufacturer's ref. #: (B)(4).